Event description:
Medtronic received information that dial mis-alignment occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Customer alleges that dose dial is jammed and misaligned greater than 1.0. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark with moderate resistance due to dust/debris under the dose button, on washer, on the dose detent and dose knob. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. The customer of dial jammed was confirmed. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. The customer complaint of misalign dial was not confirmed.